Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance which was detected via the remote patient monitoring system. Additional information received indicates that the patient is not pacemaker dependent. The patient will continue to be closely monitored for the time being. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained. Remote monitoring detected a further out of range impedance measurement. This observation was provided to the physician. No adverse patient effects were reported.